Event description:
Device was used to perform thrombectomy in an artery of the left leg. After approximately two minutes of activation, the catheter was found to be twisted, with the distal impeller housing pulling away from the catheter, and the impeller would not rotate.